Event description:
It was reported that there was a patient in the emergency department who was having a seizure activity. When the clinician went to the device to obtain the medication, it was discovered that it was stocked out of lorazepam. Per report, the facility's pharmacy did not receive a report that the device was out of the medication. There was no patient harm. It was then identified that the issue of not getting a report appears to have been due to backlogs on printer history. The backlogs of the printing history from the printer spooling were then deleted and the issue has been resolved according to the report.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station stuck on initializing peripherals. A technical support specialist (tss) dialed into the server and checked the es server site for scheduled report history and no issues were found. Tss then reviewed the report logs, which also showed no problems. Tss checking the printing history via the control panel and found a significant backlog. Tss applied the knowledge article medes - scheduled reports/bulletins/stock outs didn¿t print (printer offline) and proceeded to delete the backlog from the printer spooler issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that there was a patient in the emergency department who was having a seizure activity. When the clinician went to the device to obtain the medication, it was discovered that it was stocked out of lorazepam. Per report, the facility's pharmacy did not receive a report that device was out of the medication. There was no patient harm. It was then identified that the issue of not getting a report appears to have been due to backlogs on printer history. The backlogs of the printing history from the printer spooling were then deleted and the issue has been resolved according to the report.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.